Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention occurred where the ipg was explanted and replaced to address the issue. Discomfort at the previous ipg site has resolved.